Event description:
It was reported that the syringe flu plus 0.25-1ml var dose 23x1 experienced leakage. The following information was provided by the initial reporter: syringes leak when drawing up.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 2012411. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As no pictures or samples were returned to identify the reported defects of leakage, a cause related to the manufacturing process could not be determined for these issues. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe flu plus 0.25-1ml var dose 23x1 experienced leakage. The following information was provided by the initial reporter: syringes leak when drawing up.